Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the oxygen sensor cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the oxygen (o2) calibration button would not become active in the perfusion screen of the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the oxygen sensor cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the oxygen (o2) calibration button would not become active in the perfusion screen of the central control monitor (ccm). There was no patient involvement.